Event description:
It was reported that the patient's pump had moved and was "on her bladder," causing her to urinate "all the time." It was later reported that the patient did not suffer any adverse event due to the system. The frequency of urination was not due to the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).